Manufacturer narrative:
Photo analysis visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. . It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported a right-side rupture confirmed by imaging. Device remains implanted.